Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name stealthstation; product ID 9735737 (lot: 2.1.0); product type: 2543-mnav - system h3: the system was serviced in the field and over 2 years worth of system data was cleared per hospital preference. Codes b01, c10, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system started performing oddly during a case. The system booted up normally, but during registration the model disappeared (trace points were still visible though). The user went back to images, tried to load another exam but a blue screen with a black rectangle appeared. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. After approximately 2 minutes on the blue screen with black rectangle, the medtronic representative (rep) did a hard reboot of the system. When the system came back up she performed a new registration and was able to proceed to navigation. While trying to pull logs, the blue screen with black rectangle appeared again. After another reboot the rep was able to pull logs, but while trying to pull patient archives (just one CT) the task was stuck at 40% loading for approximately 20 minutes. The rep mentioned the surgeon likes to keep old exams, plans, e tc., even from years ago, in the system. This likely contributed to the issue.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed and captured the segfault in qmlguiservice on the date of issue in the registration task. This might have caused the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.